Event description:
Customer reported tubing leaked from port and fluids noted on the floor. The user questioned the amount of medication received by the pt. No pt harm reported. Though requested, no additional info was available.

Manufacturer narrative:
(B) (4). (B) (4). This report was filed by the manufacturer.